Event description:
It was reported that, while in use on a patient, the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp, and was able to reproduce the reported issue. The fse found that there was no fiber optic waveform due to the damaged fiber optic connector. To fix the issue, the fse replaced the fiber optic cable/connector assembly. The fse also found a critical alarm 9v battery depleted and replaced the battery. The fse then performed calibration all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that, while in use on a patient, the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient harm and no adverse event was reported.